Manufacturer narrative:
Device was used for treatment, not diagnosis. Literature citation: gougoutas, a.j., bastidas, n., barlett, s.p., jackson, o. (2015). The use of computer-aided design/manufacturing (cad/cam) technology to aid in the reconstruction of congenitally deficient pediatric mandibles: a case series. This report is for an unknown screw with unknown part and lot numbers. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following journal article: gougoutas, a.j., bastidas, n., barlett, s.p., jackson, o. (2015). The use of computer-aided design/manufacturing (cad/cam) technology to aid in the reconstruction of congenitally deficient pediatric mandibles: a case series. International journal of pediatric otorhinolaryngology, vol 79, pp 2332-2342. [USA] this was retrospective review of a study with synthes reconstruction plates performed between 2009-2012. The study population included two patients with hemifacial/bifacial microsomia and profound mandibular hypoplasia. Patients had fibula graft attached to reconstruction plate with non-locking screws and implanted with non-synthes devices (plates). Patients were initially fed via feeding tube. By the time of discharge from hospital, they were advanced to pureed foods and weight bearing as tolerated. Patient #1 did not have any complications. Patient #2 was an (B)(6) year old (B)(6) female with severe bifacial microsomia. In addition to the surgery noted above, she also had rib graft placement. She experienced the following complications: (B)(6) wound infection of submandibular requiring bedside incisions and drainage, also treated with antibiotics and wound care. Non-union identified when reconstruction plate removed (planned) 3 months post-operatively; this was corrected with more bone graft and a portion of the original reconstruction plate. CT scan immediately post-op of revision this is report #2 of 2 for (B)(4). This report is for an unknown screw with an unknown part number, lot number and quantity.